Event description:
It was reported that the patient experienced pain at the spinal cord stimulation (scs) implantable pulse generator (ipg) site. The physician initially assessed that the patient had a hematoma. The patient was admitted to the hospital and was administered prophylactic antibiotics. The patient underwent a revision procedure during which the physician noted that it was a seroma and not a hematoma. No devices were implanted or explanted. The patient is doing fine postoperatively and has been discharged from the hospital.